Event description:
It was reported that the patient presented to hospital after receiving inappropriate high voltage therapy due to atrial fibrillation (af) with rapid ventricular response. The atp did not convert the rhythm, but the shock cardioverted the af. The device was reprogrammed.